Event description:
An aneurx abdominal stent graft system was implanted in a pt for the endovascular treatment of a 5.2 cm abdominal aortic aneurysm approximately 1 month ago. The aortic neck had some tortuosity, no thrombus, and it was 18 mm in diameter at the level of the renals and 26 mm approx 30 mm below. Iliacs had some tortuosity. It was reported that there was a large type 4 endoleak that was evident in the ipsilateral limb of the main body close to the flow divider. The decision was made to place ipsilateral extension to overlap the area that had the endoleak. This reduced the endoleak but it did not completely resolve it. The physician elected to not further intervene. The pt had been given 12,000 units of heparin during the case. The pt will be monitored. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Results: (endoleak). Results, conclusion: (conically shaped aortic neck).